Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 497 mg/dl with nausea, polyuria, polydypsia, and extreme drowsiness associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the loss of prime had occurred greater than 3 times and the cartridge had been changed since the issue started. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime issue.